Event description:
Coiling treatment was conducted of a basilar aneurysm. It was reported that following placement of 2 stents successfully, a microcatheter was positioned through the stent struts. The aneurysm was embolized using 5 coils. Post op cta showed a wire in the vertebral artery. It is unknown which of the 5 coils attributed to the wire in the artery. No intervention was taken. No injury was reported with the patient as a result of the procedure. The patient was reported to be doing well.

Manufacturer narrative:
Sample analysis: the device(s) involved in the event will not be returned for evaluation as they were reported unavailable. (B)(4).